Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that device diagnostic testing resulted in high impedance (>= 10,000 ohms). The physician did not disable the patient's device because he feels that the patient will likely go into status if the device is disabled. The physician referred the patient to surgeon. It was reported that there was no known patient manipulation or trauma that may have caused or contributed to the high impedance reading. The physician indicated that the last diagnostics one year prior were within normal limits. The patient underwent generator and lead replacement on (B)(6) 2013. It was reported that the explanted devices were discarded by the explanting facility and will not be returned for analysis.